Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose 368 mg/dl. The customer had other blood glucose of 157 mg/dl, 525 mg/dl, 207 mg/dl. The customer experienced the symptoms elated to their high blood glucose such as nausea. The customer was treated by manual injection. Troubleshooting was performed for high blood glucose and under delivery. The customer alleges insulin pump was under delivering because customer checked her site and it was wet, so she thinks the cannula came out. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.